Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient (B)(4) no code available; diluent splashed the customer's face. No medical attention was required. Patient information: no specific information was provided.

Event description:
The customer reported the hose on the peristaltic pump of the architect c4000 came off and sprayed liquid on the customer's face. The customer was wearing protective clothing including safety goggles and gloves. The customer did not seek medical attention.

Manufacturer narrative:
Abbott field service investigated the issue on site and replaced the peristaltic head tubing to resolve the issue. The peristaltic head tubing is identified to be the likely cause. Field service also cleaned the waste water connection to the external waste pump and high concentration waste hose. The c401869 service history shows no subsequent issues have been reported since field service addressed the issue. A 12-month review of trending and complaint data for the peristaltic head tubing did not identify any related issues or adverse trends. A review of the product monitoring review for clinical chemistry systems revealed no issues or adverse trends related to the current complaint. Manufacturing documentation of the affected instrument serial number and parts has been reviewed and no contributing factors to the complaint could be identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.